Manufacturer narrative:
The returned and evaluated cuff was rated as unsatisfactory. The tab was separated into two parts at the button hole and the backing was separated into two parts. It is unk if this occurred during or prior to the removal surgery. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was indicated that the cuff was removed due to recurring incontinence, the cuff was a "defect", and the "cuff lock was broken". A new cuff was implanted on the same day as the removal.